Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp for customer complaint of low vacuum alarms. The fse verified the alarms in the error logs, and completely tested the iabp and was unable to re-create any failure with the operation of the iabp. The performance and calibration procedures performed satisfactorily, and the iabp was approved for clinical use and returned to the customer.

Event description:
Customer reported the cs300 intra-aortic balloon pump (iabp) would repeatedly alarm "low vacuum" during patient use. No adverse event was reported.